Event description:
Spontaneous call from the patient regarding a faulty cassette. Patient was able to restart her infusion on the back up pump using a new cassette and tubing without interruption to therapy. Patient also tried to use the same cassette and tubing on the back up pump which did not work. The cassette lot no is 4220001. Patient also has had the same issue several times in the past 5 days which was reported, and lot#'s were given to the person that took the calls. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; if pt holds on to it, did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.